Event description:
It was reported that this pacemaker system is exhibiting variable right atrial (ra) lead and right ventricular (rv) lead pace impedance measurements. The ra lead exhibited a high out of range pace impedance measurement. As a result, a lead safety switch (lss) was triggered which causes the ra lead to be automatically switched from the bipolar to the unipolar pace and sense configuration. It was noted that the rv lead has not triggered a lss due to a high out of range measurement, but the rv pace impedance measurements have gotten close to 2000 ohms. The ra and rv leads are not boston scientific products. The boston scientific field representative indicated they wanted information to share with the physician. Boston scientific technical services (ts) emailed the representative a presentation with the requested information. The representative noted that they will likely program the ra and rv leads to a unipolar pacing and bipolar sensing configuration. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this pacemaker system is exhibiting variable right atrial (ra) lead and right ventricular (rv) lead pace impedance measurements. The ra lead exhibited a high out of range pace impedance measurement. As a result, a lead safety switch (lss) was triggered which causes the ra lead to be automatically switched from the bipolar to the unipolar pace and sense configuration. It was noted that the rv lead has not triggered a lss due to a high out of range measurement, but the rv pace impedance measurements have gotten close to 2000 ohms. The ra and rv leads are not boston scientific products. The boston scientific field representative indicated they wanted information to share with the physician. Boston scientific technical services (ts) emailed the representative a presentation with the requested information. The representative noted that they will likely program the ra and rv leads to a unipolar pacing and bipolar sensing configuration. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.